Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/11/2024. H6 component code: g07002 no device problem found. Additional information: d4, d9, g1, h3, h4. H6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, one needle suture in two sections that belong to product code 8720h. This product code is double-armed. During visual inspection of the returned sample, the swage and attachment area were noted as expected in the two needles. The suture pieces were examined, and the ends were observed to be cut, probably caused by a surgical instrument. The functional test was performed in a needle suture piece using an instron equipment, the pull force and tensile force were above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the lot number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-04970 & 2210968-2024-04971.

Event description:
It was reported that patient underwent an unknown surgery on (B)(6) 2024, and suture was used. During the surgery, the sutures had been broken and the needles had been detached often only in this lot number. It was not a control release needle. There were no adverse consequences to the patient. Further details have been requested.